Manufacturer narrative:
The biomedical engineer reported that the transmitter's battery pack got hot. They tried different batteries, however the issue persisted. The device was not in use on a patient at the time. The biomedical engineer sent the device in to nihon kohden for evaluation and was provided with an exchanged transmitter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter's battery pack got hot.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the transmitter's battery pack got hot. They tried different batteries, however the issue persisted. The device was not in use on a patient at the time. The biomedical engineer sent the device in to nihon kohden for evaluation and was provided with an exchanged transmitter. The batteries required for the investigation were not returned. New batteries were inserted into the unit and the reported overheating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring, which per an nkc investigation on a similar incident, is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.